Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was not detecting the insulin within the cartridge. There was no reported adverse impact to the customer's blood glucose level. The customer declined to perform troubleshooting for the issue.